Event description:
It was reported that during an afib ablation procedure, a pvi with cryo technology, while ablating cavotricuspid isthmus in the right atrium to create bidirectional block, the physician heard a steam pop. The catheter was then withdrawn from the agilis sheath (non bwi sheath). The ice catheter was reinserted and an effusion was noted. Hypotension was observed. Ice confirmed a pericardial effusion. The physician performed a pericardiocentesis, while the anesthesiologist reversed the anticoagulation and managed the patient's respiratory status. A drain was left in place and the patient was transferred to ICU in stable condition.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that systems are working correctly and ready for use. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib ablation procedure, a pvi with cryo technology, while ablating cavotricuspid isthmus in the right atrium to create bidirectional block, the physician heard a steam pop. Ice confirmed a pericardial effusion. The physician performed a pericardiocentesis. The returned catheter was evaluated for electrical, temperature, rf application and deflection performance and the device was found within specification. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.